Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the patient's nurse that the patient was hospitalized for a high blood glucose of 601 mg/dl. The patient experienced nausea, vomiting, abdominal pain, and mental status changes. The patient was treated in the ICU and eventually down-graded in treatment. The battery cap was damaged due to wear and tear. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specification and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was received with a stripped battery cap coin slot, a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. No bent battery cap was noted.